Event description:
Had 2 system pressure alarms during an ecp treatment. Notified therakos, ended treatment to return all blood products to patient. Kit sequestered, will notify biomed to have kit returned to therakos for further investigation. Patient stable, bmt (bone marrow transplant) pa-c (physician assistant- certified) notified. Reprimed instrument using a new kit to proceed with treatment.